Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was very hard to use. The customer had to press it five times for it to finally work. He sometimes feel the bolus was delayed. The act button was very unresponsive. The customer was hospitalized twice while wearing the insulin pump due to hyperglycemic events. Customer's blood glucose level was 300 mg/dl. The customer was sweating, dizzy, and delusional. The customer was also suicidal. He was treated with insulin drip. The customer also experienced low blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape button and act buttons dome switches. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad connector was fully locked. The insulin pump passed the displacement accuracy test.